Manufacturer narrative:
In house investigation found a slight tolerance issue on the frames that allowed the latch attachment pins to move, catching the button on the cover and either breaking it or hanging up on the cover and getting stuck. Button was attached to the latch with plastic pins that broke easily. The red button was redesigned to shorten and be held in place with screws instead of pins. Changed latch attachment pins to a threaded rod and plates which secures the latch to prevent movement. Pin length on the back of the latch was also found to affect performance. Customer was sent new design. A correction is planned to replace frame assembly (frame, latch, red button).

Event description:
(B)(4), customer reported issue with the right-side head side rail. When pressing the release button, the side rail gets stuck. There is a metal piece that needs to retract when pushing the red button, but it does not retract completely, and that is why the siderail gets stuck. Device was not returned for investigation. Side rail is part of the bed package. There are no problems with the bed itself. Report is being filed after the 30 day timeframe due to confusion regarding the filing of mdrs with little information. We are reporting the information reasonably known to us out of an abundance of caution.